Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6)./ a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operational inspection by a hospital clinical engineer, automatic refill error occurred on cs300 intra-aortic balloon pump (iabp). There was no patient involvement.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and found damage was confirmed in the connector, connecting the compressor and the main unit. Both the negative pressure side and the positive pressure side connectors were replaced. After the replacement, fse performed calibration of the equipment and confirmed that there were no problems with operation.